Event description:
Medwatch received reports: "during art line placement, tip of catheter dislodged in soft tissue/artery. Art line was attempted radial and was unsuccessful. Art line was attempted ulnar. After catheter was removed, a piece of "filament' (very small in diameter) wire was sticking out of site. Doctor removed it but a piece remained in the soft tissue and artery. Surgery required to remove." Additional information was received that the patient required surgical cut down to remove the broken piece. The patient was reported to be "well" post procedure.

Manufacturer narrative:
Qn# (B)(4). Medwatch report# mw5112146.

Manufacturer narrative:
(B)(4). Medwatch report# mw5112146. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Medwatch received reports: "during art line placement, tip of catheter dislodged in soft tissue/artery. Art line was attempted radial and was unsuccessful. Art line was attempted ulnar. After catheter was removed, a piece of "filament' (very small in diameter) wire was sticking out of site. Doctor removed it but a piece remained in the soft tissue and artery. Surgery required to remove". Additional information was received that the patient required surgical cut down to remove the broken piece. The patient was reported to be "well" post procedure.